Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with a non-sustained right ventricular oversensing (nsrvo) episode for ventricular tachycardia (vt) below detection rate. No changes were reported. The patient was stable.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) presented with a non-sustained right ventricular oversensing (nsrvo) episode for unspecified oversensing. No changes were reported. The patient was stable.

Manufacturer narrative:
Correction: h1 malfunction, b1 should be only product problem, b2 should not have been selected.